Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room for a scheduled lead revision due to dislodgement. At a previous follow-up increase capture thresholds were observed. The lead was capped and replaced without issue. The patient remained stable before, during, and after the procedure and will continue to be monitored.